Event description:
The right side leg on the walker would allegedly not open and lock in place, causing the consumer to lose her balance and fall to the floor. No injury is alleged. (B)(6) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.